Event description:
The user facility reported when the doctors inserted the insertion sheath and locator and pushed the system, they felt resistance. They tried to torque it back and forth; however, they still felt resistance. They believe that the tip of the sheath was slightly deformed. This difficulty usually occurs when the patients have already done digital subtraction angiography (dsa) for the second or third time. The blood loss was less than 250cc. There was no patient injury or surgical intervention required. The procedure performed was a dsa. Additional information was received on 17mar2025: the tip of the sheath was confirmed to be slightly deformed. After several times they tried push the system to vessel. They could not push the sheath and locator to the vessel, even they already tried several times and tried to torque it to left and right. Possibly due to that the skin becomes harder after they already done dsa several times. For example, if the patient did dsa four months ago, and did it again this month, the puncture site becomes harder; therefore, it is difficult to push the sheath and locator. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. The sheath size was a 5 french. A pre-deployment angiogram was performed. Hemostasis was achieved with manual compression. The user did not have difficulty inserting the locator into the hub. The user succeeded in mating the locator and hub and successfully inserted and locked the locator in the hub. There was audible click on mating. The user attempted to mate the locator and hub one time. The locator did not separate after mating with the hub. The locator was not too loose to stay in place. The separation occurred when device was in the patient. The patient was stable. There were no concomitant devices used with the angio-seal.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3: sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: not provided for animal use. A6: race: not provided for animal use. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: interventional radiologist. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide a correction to section b3, provide the device return date in section d9, update section h3, and to provide the completed investigation results. One (1) 6 french angio-seal device was returned for product evaluation. The returned sample included the header bag, guide wire, sheath, locator and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The sheath and locator were returned unmated and no damage or issues noted on the device. The complaint could not be confirmed for insertion difficulty. The exact root cause could not be determined. The likely cause was determined to have been insufficient angulation during attempted insertion of the device into the patient. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).